Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: b5, h4, h6, h11. During troubleshooting with olympus technical assistance center, the customer was instructed to reseat the light source cable and swap out the lamp housing with a working unit. The error recurred. It was recommended that the customer send the device for evaluation; however, the device has not been returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The diagnostic procedure was completed.

Manufacturer narrative:
During, troubleshooting with olympus technical assistance center (tac). The customer was advised to reseat the light source cable and swap out the lamp housing with one from a working unit. The error persisted. Therefore, it was recommended, that the device be returned for evaluation. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the subject device had an error code e103. The issue occurred, during preparation for use. For an unspecified procedure. There were no reports of patient harm.